Event description:
The patient contacted animas on (B)(6) 2013, reporting a low blood glucose of 57mg/dl on (B)(6) 2013; the patient reported symptoms of shakiness and inability to see well which the patient indicated are normal symptoms associated with the patient's low blood glucose levels. The reporter indicated that there were other lows but 57 mg/dl was the lowest. The patient confirmed a pattern in the low blood glucose levels occurring between 6 pm and 2 am. The patient confirmed that the time and date on the pump were correct, there were no associated alarms in the pump history, the basal and bolus deliveries were correctly reflected in the total daily dose, and the patient did not prime the pump or adjust the caps while attached at the site. The patient was advised that troubleshooting indicated that the pump was delivering insulin as programmed. The patient was advised to consult a health care professional regarding changes in blood glucose levels in evenings. This report is made based on the allegation that the patient experienced hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms observed in the alarm history associated with the complaint; only typical usage was observed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.